Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic left colectomy. At the first firing the load started to staple and then the stapler popped and the trigger became loose. They opened another load and it did not work. They tried it with a new reload and it still did not work. The case was completed using a new stapler. No patient injury.